Event description:
I used fixodent and super poli-grip off and on all the time from really early 80's to present times. Since I had been using both products, I experienced numbness in my fingers and tingling in my legs. I don't remember my copper levels at that time. My numbness and tingling is something that I just live with. Dose or amount: denture. Frequency: once daily. Route: oral. Dates of use: 1980 to 2009, present. Event abated after use stopped: no.